Event description:
Failure event observed during analysis of a device due to an allege premature battery depletion. Longevity calculations showed the battery depletion was normal. Final analysis found that the longevity estimate given to the field by the programmer was incorrect. A root cause for the inconsistent remaining longevity estimate near eri indicated by the programmer was not identified.